Event description:
The patient had one endeavor resolute rapid exchange (rx) drug-eluting stent implanted to the proximal lad during the index procedure. Approximately 15 months post index procedure, the patient underwent a revascularization to the proximal and distal rca (planned procedure). During revascularization procedure, the patient had one driver rx stent implanted to the proximal rca and one micro-driver rx stent implanted to the distal rca (ref MFR # 2953200-2010-02543). Approximately 16 months post index procedure, the patient was admitted to hospital with hypotension and non-st elevation mi. A gi bleed was also reported to have occurred on the same day. The patient developed hematemesis and was taken for an endoscopy. A CT scan of the abdomen showed necrotizing pancreatitis. The patient became hypotensive and was transferred to the ICU and treated with pressors. A blood transfusion was delivered. The patient was discharged to subacute rehabilitation approximately 6 weeks later. Patient death is reported to have occurred approximately 22 months post index procedure. The cause of death was not reported. The investigator assessed that there was a possible relationship between the event and the study device.

Manufacturer narrative:
(B)(4): evaluation results: (gi bleed, mi, patient death).